Event description:
Reporter taken insulin pens for diabetes. Pens malfunctioned and she had to go to the emergency room. Dial on pens turned but medicine did not come out. Two out of 5 pens worked correctly. Because reporter did not receive medicine, glucose level was very high and she went to emergency room. Diagnosis hyperglycemia and neuropathy. Still having blurred vision. Stated ¿I almost died. My pancreas does not work at all. And because the pens did not work my levels were very high. I don¿t want this to happen to some else.¿